Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 220 mg/dl. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter serial #(B)(4) to trueresult meter serial #(B)(4); back to back blood test performed fasting on (B)(6) 2015 produced test results of 506 mg/dl using trueresult meter serial #(B)(4) and 250 mg/dl using trueresult meter serial #(B)(4). Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 275 mg/dl and 194 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference and misunderstood the definition of erratic results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 220 mg/dl. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter serial (B)(4) to trueresult meter seral (B)(4); back to back blood test performed fasting on (B)(6) 2015 produced test results of 506 mg/dl using trueresult meter serial (B)(4) and 250 mg/dl using trueresult meter seral (B)(4). Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 275 mg/dl and 194 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1: 359mg/dl (B)(6) 2015 01:35am. 2: 243mg/dl (B)(6) 2015 05:57am . 3: 115mg/dl (B)(6) 2015 01:35am . 4: 266mg/dl (B)(6) 2015 01:30pm . 5: 229mg/dl (B)(6) 2015 01:15pm . Adverse event not reported.